Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER after receiving a shock. Interrogation revealed no shock was delivered. An alert for hv lead issue and aborted shock was observed. A capacitor maintenance was successfully completed. Device remains implanted.

Event description:
New information received indicated that patient received notification for possible hv lead issue. Interrogation revealed vt/vf episodes in which no therapy was delivered due to low out of range hv lead impedance. Impedance measurements were normal when tested in clinic. The lead was capped. A new system was implanted on the right side.

Manufacturer narrative:
Following fields deleted: event location other.